Manufacturer narrative:
Medwatch sent to FDA on: (B)(4) 2013. The reporter of the complaint was asked to return the product for analysis, as well as to indicate the product serial number or model number. The device has not yet been received by allergan. Based upon the implant date provided by the reporter the connector type is either a taper ii or rapidport ez strain relief. Visual examination may determine the connector type associated with this report. The reporter of the event was asked to return the product for analysis. Allergan has not received the product at this time. Therefore no analysis or testing has been done. Obstruction and intolerance are surgical/physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. No additional information has been reported to allergan regarding the model number, serial number, diagnostic testing, patient data or further event details. Device labeling addresses the reported event of obstruction as follow: "obstruction of stomas has been reported as both an early and a late complication of this procedure. This can be caused by edema, food, improper initial calibration, band slippage, pouch torsion, or patient non-compliance regarding choice and chewing of food." "Esophageal distension or dilatation has been reported infrequently. This is most likely a consequence of incorrect band placement, over-restriction, stoma obstruction, and can also be due to excessive vomiting, or patient noncompliance, and may be more likely in cases of pre-existing esophageal dysmotility. Deflation of the band is recommended if esophageal dilatation develops. A revision procedure may be necessary to re-position or remove the band if deflation does not resolve the dilatation. Obstruction of stomas has been reported as both an early and a late complication of this procedure. This can be cause by edema, food, improper initial calibration, band slippage, pouch torsion, or patient noncompliance regarding choice and chewing of food." "Caution: when adjusting band volume if fluid has been added to decrease the stoma size, it is important to establish, before discharge, that the stoma is not too small. ...a physician familiar with the adjustment procedure must be available for several days post-adjustment to deflate the band in case of an obstruction." "Caution: it is the responsibility of the surgeon to advise the patient of the dietary restrictions which follow this procedure and to provide diet and behavior modification support. Failure to adhere to the dietary restrictions may result in obstruction and/or failure to lose weight." "Caution: patients must be cautioned to chew their food thoroughly. Patients with dentures must be cautioned to be particularly careful to cut their food into small pieces. Failure to follow these precautions may result in vomiting, stomal irritation and edema, possibly even obstruction." Device labeling addresses the potential of intolerance as follows: "it is important to discuss all possible complications and adverse events with your patient. Complications which may result from the use of this product include the risks associated with the medications and methods utilized in the surgical procedure, the risks associated with any surgical procedure and the patient's degree of intolerance to any foreign object implanted in the body."

Event description:
Health care professional reported "removal of lap-band due to poor patient tolerance (obstruction/excessive restriction). Not slippage. Band unclipped, re-clipped, then removed.